Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During the eval a system error 105 was experienced while running the pump with a loaded set. Eval determined the cause to be a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 107 in the intensive care unit. It was also reported that there was no pt injury. During baxter's eval of the device, it was discovered that there was no evidence of a system error 107, and eval experienced a system error 105.